Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing.

Event description:
It was reported that, during patient use a 980 ventilator generated an apnea alarm when patient is not apneic and is also displaying high exhaled tidal volumes. The patient was actively weaned off of the ventilator and extubated. There was no report of patient harm as a result of this event. The customer reported that the ventilator has been taken out of service.